Manufacturer narrative:
Correction: d1, d4. Additional information: g4, h3, h6, h11. Additional information for d4: lot # - the lot number was unknown (previously reported as 60413044) h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 250 ml eva tpn bags were leaking from the tube. The leaks were discovered in the pharmacy prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.